Event description:
It was reported that during surgical use the surgeon impacted the poly which led to cracking of the 38 and 42 impactor tips, this also bent the impactor handle. When the surgeon was impacting definitive poly into the tray using the 38mm impactor tip (321-07-38), the tip impactor fractured. The surgeon impacted with the 42mm impactor tip (321-07-42) and the impactor was fractured and the handle bent (321-07-05). Event is not associated with a revision of exactech implants. Pieces had to be removed from the male patient's wound site. There was a 5-15 min surgical delay, no adverse events due to this prolongation. Patient was last known to be in stable condition following the event. Device to be returned.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and the returned devices, the fractured humeral liner impactor tips reported were likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the devices may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.